Event description:
Philips received a complaint by the customer on the v60 indicating that the device shut off while in patient use. However, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse). The complaint cannot be duplicated, battery does not appear to be discharged and both yellow led are illuminated on front panel, unit has pic 1.30 software and power management (pm) printed circuit board assembly (pcba) has been updated, received a partial event log for the time of incident and no error codes noted in the event log. The rse advised customer to run unit at set parameters for extended period to duplicate the event if possible and perform performance verification test (pvt) to recertify the unit, inspect or replace the power cord as a precaution. The customer called back into technical support informing that the issue may have been due to the battery. When testing the internal battery it passed, after completion battery volts were increasing; showing a voltage of 15.2-15.9vdc in pneumatics. The rse advised customer that 15vdc is within spec for the battery, no error codes noted in the event log and no indication of unit running on battery. The rse received the event log and did not find any errors for battery related issues, advised the customer to perform the battery test again if needed and check for proper battery voltage in pneumatics along with the battery date < 5 years, customer acknowledged. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the case for the v60 has been closed. There were no parts to be replaced. No error codes to follow up on. The customers technician completed preventative maintenance (pm) and the v60 passed. The v60 will be returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.